Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a communication failure error message and would not boot up. There is no report of death or serious injury associated with the event.